Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a protege everflex self-expanding stent to treat a right mid artery moderately calcified lesion in the common iliac with little tortuosity. The artery diameter was 7 mm. No abnormalities were reported in relation to the patient¿s anatomy. The device was removed from its packaging and inspected with no issues noted. The device was prepped as per the IFU. A 6 fr sheath was used with a 0.035" guidewire and no embolic protection was utilized. The vessel was pre-dilated using a 5mm pre-dilation device. The thumbscrew/lock-pin checked for securement prior to procedure. The physician was not met with resistance during advancement. No excessive force was used. The device did not pass through a previously deployed stent. It was reported that the distal portion of the stent would not deploy and free itself from the delivery catheter. The stent was finally freed from the catheter, the stent was pulled distally below the target lesion. The surgeon "tugged" on the stent catheter to free the stent, pulling the stent out of position in the vessel. The stent was deployed outside of the intended lesion site. A new protege 8x40 stent was used to cover the lesion and overlap the initial 8 x 20 protege everflex stent. No patient injury was reported.

Manufacturer narrative:
Device evaluation summary: the protégé everflex was returned for analysis. The protégé everflex was returned in a post-deployed state. The stent was no longer loaded within the catheter. The safety locking pin was loose. Dried blood was evident throughout the device. The distal tip was retracted back into the distal end of the outer assembly. The strain relief was removed and observed the blue outer detached from the manifold. Under microscope, adhesive was observed at the clear connector. The adhesive was present around the entire radius of the connector. If information is provided in the future, a supplemental report will be issued.